Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the forehead with 1 ml of juvéderm® voluma¿ with lidocaine. Within 48 hours, the patient presented with ¿inflammation with signs of infection (pimples and pus)¿ at the injection site. The patient was treated with bactroban and augmentin. The event is ongoing.